Manufacturer narrative:
The reported complaint of the icy catheter (lot # 161453) leak was confirmed during the functional testing. A bonding leak was noticed at the proximal end of the medial balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. Upon visual inspection, no physical damage was observed. Noticed blood residue on the balloons and luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. No leak was observed. Upon pressurizing the catheter, a bond leak was observed at the proximal end of the medial balloon, thus confirming the reported complaint. The returned icy catheter was connected to the known good start-up kit (suk) and ran on a peristaltic pump for 10 minutes at a high speed rate. No leak was observed. The catheter was also run on the console system in both warming and cooling mode for a total of 2hrs. A bonding leak was observed at proximal end of medial balloon during console cooling test. Thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During the manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 161453.

Event description:
During ivtm therapy, a 500 ml saline bag was observed empty. No saline fluid was observed on the floor, console or on patient's bed. A leak on the icy catheter (lot #161453) suspected. It is not known if the thermogard ivtm system generated an alarm. Note that there was a arterial line placed on the same femoral site as the icy catheter (lot #161453). An arctic sun pads were used to continue with treatment. No consequences or impact to patient.